Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the device was not returned for evaluation.the investigation is inconclusive for the reported balloon rupture.per the reported event details, the target lesion was calcified. Therefore it is possible the interaction between the lesion and balloon could have contributed to the reported balloon rupture. However, the definitive root cause of the reported balloon rupture could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 02/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure of a highly calcified target legion in the superficial femoral artery via contra lateral approach, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2023).

Event description:
It was reported that during an angioplasty procedure of a highly calcified target legion in the superficial femoral artery via contra lateral approach, the pta balloon allegedly ruptured. There was no reported patient injury.